Event description:
It was reported that the patient had the inflatable penile prosthesis cylinders removed due to migration and cylinders crossover that caused pain and discomfort. A new inflatable penile prosthesis cylinders were implanted. Following the surgery, the patient fully recovered.